Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 42 mg/dl, which was treated with food. Customer was requesting a replacement belt clip. Customer declined troubleshooting for high blood glucose.